Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis. The customer also reported middle button often a bit stuck or not responsive and display went blank. Customer reported blood glucose value of 34 mmol/l at the time of the incident, along with symptoms of malaise. The customer treated hyperglycemia with manual injection and overnight hospitalization. Diabetic ketoacidosis and malaise was treated with overnight hospitalization. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemic event. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for keypad anomaly. Pump has not been exposed to altitude change. Issue was resolved after inserting new aa battery. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08750 inches. All buttons function properly. No blank display noted during testing. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 01-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found low battery alarms on 05/27/2025 at 16:08:00.000. Replace battery alert on 05/28/2025 at 01:39:00.000, replace battery now alarm on 05/28/2025 at 02:10:00.000 and power loss alarm on 05/28/2025 at 02:21:26.000. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (20.6 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up, down, select and right button keypad overlay, stained keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged not confirmed for keypad anomaly and blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.